Manufacturer narrative:
The cerelink probe was returned for evaluation. Failure analysis: the issue of the complaint has been confirmed. Catheter received with tape and sutures; catheter stretched at taped area. Active wire not reading; internal wires damaged at stretched area. Icp express failed with ¿no transducer detected¿. No further testing possible. Based on the failure analysis, the root cause of the problem stated could be determined to be mishandling of the catheter.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3014334038-2021-00268. A facility reported a cerelink micro sensor was implanted on (B)(6) 2021. After a CT scan on (B)(6) 2021, the monitor displayed ¿sensor or extension cable failure! Disconnect and replace cable or sensor¿. Cerelink icp monitor cable was disconnected from the micro sensor, tried several different cables, turned off monitor to restart, different monitor was attempted with same result. The microsensor was removed on an unknown date.